Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A complete system check to identify the location of the blockage was offered; however, the customer declined troubleshooting. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 342 mg/dl.